Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the use of the cadd cassette reservoir, the pump produced an intermittent occlusion alarm (a high pressure upstream occlusion). The product malfunction did not cause or contribute to any patient injury.